Manufacturer narrative:
On 8/29/2019, mentor discovered an error in the initial report. The report mentioned that the patient experienced postoperative symptoms, but omitted the specific symptoms. Correction: the patient's symptoms included joint pain and swelling, muscle pain, muscle weakness, restless leg, muscle spasms, inflammation, skin rash, hair loss, blurred vision, dizziness/fainting, light sensitivity, ibs, acid reflux, nausea, food sensitivities, dehydration, frequent urination, allergies, peripheral neuropathy, limb numbness and tingling, insomnia, anxiety, panic attacks, depression, suicidal thoughts, memory loss, brain fog, slurred speech, difficulty swallowing, sinus congestion, dry skin, dry eyes, chapped lips, dull and bloodshot eyes, temperature intolerance, ringing in ears, headaches behind the eyes, heart palpitations, shortness of breath, night sweats, chest pains, change in body odor, dull complexion, yeast infections, frequent uti¿s, chronic fatigue, premature aging, and tooth sensitivity/degradation. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a procedure with a 320cc mentor memorygel breast implant and experienced postoperative symptoms. As a result, the patient underwent bilateral explantation on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s left-sided device.